Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter could not be infused was confirmed and the cause appeared to be associated with use of the device. One groshong nxt PICC was returned for investigation. The catheter tubing was received in eight segments. A white residue was observed in the segments of tubing. The connector had been removed from the catheter tubing. No portion of the catheter was attached to the connector. The connector was patent to infusion. A functional test revealed that the three distal segments of catheter tubing were occluded. Increasing pressure caused the white material to dislodge from the lumen of each catheter segment. The valve length was within specification. The residue observed within the catheter appeared to be the results of inadequate flushing and maintenance of the catheter. The instructions for use (IFU) provide suggested catheter maintenance to prevent occlusions within the catheter lumen. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The catheter was removed because the groshong catheter was occluded eight days after placement. When the removed catheter was flushed, infusion could not be performed. The catheter was cut and only proximal segment (=catheter connector) was flushed. However, saline solution could not be infused into the catheter connector, so that the physician guessed that occluded part was in the catheter connector. The catheter was used to administrate alleviating and antibiotics, and allegedly was flushed properly with saline solution before and after administration of medicine. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The catheter was removed because the groshong catheter was occluded eight days after placement. When the removed catheter was flushed, infusion could not be performed. The catheter was cut and only proximal segment (=catheter connector) was flushed. However, saline solution could not be infused into the catheter connector, so that the physician guessed that occluded part was in the catheter connector. The catheter was used to administrate aleviatin and antibiotics, and allegedly was flushed properly with saline solution before and after administration of medicine. There was no reported patient injury.